Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-00818. It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the patient's right lead was repositioned. Effective therapy was established post-operatively. It is unable to discern which lead was repositioned, so both are being reported.